Event description:
On (B)(6) 2011, the lay user/patient's mother contacted lifescan (lfs) alleging that the patient's onetouch ping meter does not turn on. The following complaint was classified based on information obtained from the customer service representative (csr). The date/time when the alleged issue first began is not specified. It is not known what medication, if any, the patient takes to manage her diabetes and it is also not known what action, if any, the patient took regarding her diabetes management as a result of the alleged issue. According to the csr's documentation, at an unspecified date/time, the patient reportedly felt sleepy and tired. The patient's mother denied the patient received any form of medical intervention/treatment after the reported power issue began. During troubleshooting, the csr noted that the subject meter's batteries did not need to be replaced (per owner's booklet recommendation) and there was no misuse of the lfs product. The csr also noted the patient's mother did not have all of the patient's testing supplies available. The alleged issue remains unresolved. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because, the alleged issue remains unresolved. There is no evidence, however, that the patient suffered a serious injury because of the alleged issue. The patient's reported symptoms of feeling tired and sleepy do not meet lifescan's criteria for a serious injury. The patient's mother also denied the patient received any form of treatment as a result of the alleged issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k082590.